Event description:
A report was received that the patient was experiencing difficulty charging due to non-device related weight gain. The physician has recommended an ipg replacement.

Event description:
A report was received that the patient was experiencing difficulty charging due to non-device related weight gain. The physician has recommended an ipg replacement.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging and performance tests. The complaint of the patient having difficulty charging has been confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. It is unknown if the difficulty charging the patient experienced was a product of poor coupling/charging technique, or if it was due to the failed analog ic, as it cannot be determined when the ic was damaged. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4)).